Event description:
It was reported that patient enrolled in the (B)(6) study underwent right total hip arthroplasty (B)(6) 2003. Subsequently, the patient underwent a debridement procedure on (B)(6) 2011 due to infection. A subsequent revision was performed (B)(6) 2011 due to infection. All components were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2013-02789 / 02793).

Manufacturer narrative:
This follow-up report is being filed to relay this complaint is a duplicate of (B)(4), which was unknown at the time of the initial medwatch. Please reference medwatch numbers 1825034-2013-01337/01342 & 01399/1400.